Manufacturer narrative:
The gluc reagent lot number and expiration date were not provided. The customer replaced the sample probe. The field service engineer (fse) found that the sample probe was partially blocked. He replaced 2 sample probes and did horizontal adjustments. The fse checked all rinse head tubes and found no leakage. He also checked the rinse volume and it was acceptable. The customer performed calibration and qc and they were acceptable. The investigation determined that the root cause was consistent with a maintenance issue. The service action (replacing the sample probe) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with glucose (gluc) assay on a cobas 8000 c702 analyzer. Initial result: 0.2 mmol/l. Repeat result: 9.0 mmol/l. No questionable results were not reported outside the laboratory as the customer noticed that the result looked invalid. The sample was then repeated. The repeat result was deemed to be correct.